Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Date of event: unknown. This report is for two unknown 4.0mm cancellous screws. Part and lot numbers were not provided for reporting. Other number¿UDI: part number unknown, UDI is unavailable. Date of implant is unknown and was reported only as approximately two to three years prior to (B)(6) 2016. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without a lot number a device history record review could not be performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) female patient underwent revision surgery on (B)(6) 2016 due to non-union of a right elbow. The initial open reduction and internal fixation (orif) procedure of distal humerous was performed approximately two to three years prior. During the initial procedure two plates, an unknown quantity of 2.7mm variable angle (va) locking screws, an unknown quantity of 3.5mm locking screws, an unknown quantity of 3.5mm cortex screws, and an unknown quantity of 4.0mm cancellous screws were implanted. All hardware was removed intact. It was noted two of the 4.0mm cancellous screws were loose and backing out. The patient was revised to a competitor¿s humeral 3-plate implant system using an iliac bone crest bone graft olecranon osteotomy procedure. Three was no surgical delay. The patient¿s postsurgical outcome was reported as fine. This report is for two unknown 4.0mm cancellous screws. This report is 1 of 1 for (B)(4).